Manufacturer narrative:
The device was returned for evaluation. A visual inspection revealed that there was a kink observed in the sheath assembly. The imaging window was detached from the lap joint section and was not returned for analysis. In order to inspect for ic windup, the rotator housing was removed from the hub, a broken drive shaft was noticed within the telescope section of the device and observed under magnification. The lap joint detachment was observed. An impedance and image test revealed an open at the proximal waveform. Image testing was not performed due to the returned device condition.

Event description:
Reportable based on device analysis completed on 26aug2020, it was reported that lost image occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. An opticross hd imaging catheter was advanced for use. During pullback, after stent placement, lost image occurred. There was no problem with the image during preparation, but the screen became black during usage, and nothing appreared. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed an imaging window detachment.